Manufacturer narrative:
(B)(4). The incident device was returned for evaluation. Visual inspection noticed a metal piece had broken near the jaws of the device; the metal piece was not returned. The metal flange at the stamping hole that pulls the jaws open was broken. The tube is made of stainless steel and should not break without exerting excessive force; the damage is similar to that seen fi the device was dropped. Due to the pull tube being broken, the handle of the device could not be latched or unlatched and the knife could not be activated. Covidien could not confirm or verify the reported condition of the device not cutting sufficiently due to the returned condition of the device. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.

Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy, the device would not cut tissue. The device was returned for evaluation with a metal flange piece missing from the jaws of the device. The customer reported that nothing fell into the patient cavity and there was no patient injury.